Event description:
The baxter product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - earth leakage current failed performance spec: earth lc single fault normal 1141.9 microamps (range: 4.0 - 500.0 microamps). Rite test failure, no patient involvement.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The homechoice cycler was evaluated by the largo product analysis lab (pal). The rite earth leakage failure assignable cause was undetermined; during the evaluation no failure or malfunction was observed. The device was sent for servicing.